Event description:
It was reported that during a balloon sinuplasty procedure they allegedly were unable to get the foam out of the tube for insertion. Procedure was completed w/o further complications using surgiflo. No pt complications were reported as a result of this event.